Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt presented with blurred vision caused by a central opacification of the lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain add'l info have been made. A completed questionaire has not been received. (B)(4).